Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient, via a manufacturing representative, with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted with the ins about 8 months prior. There was a euphoric period but two months later the stimulation put the patient in a hypo manic phase. The patient was hospitalized, and after adjusting stimulation parameters, it was stable. During the patient's hospitalization the stimulation was changed to bipolar settings. This made the patient's symptoms from a motor point of view worse than the first few months after implant. When the patient's stimulation is turned out is induces psychic effects. Information from a healthcare provider (hcp) of the patient stated the patient themselves is not dissatisfied with the therapy, but the family was expecting more. The patient will continue to be evaluated and have programming adjustments. No further complications were reported or anticipated.